Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The cartridge was reloaded however the fill estimate was still inaccurate. The customer's blood glucose level was no impacted. Follow up with the customer confirmed that the customer received an accurate fill estimate after loading a new cartridge onto the pump.

Manufacturer narrative:
(B)(4).